Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit shutdown and error system failure occurred. There was no patient involvement.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp for the reported malfunction. The customer repaired the unit locally. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : evaluation not requested by complainant

Event description:
N/a.